Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): no anomalies found. Full lead was returned and analyzed. Additional finding of helix distorted/bent and lead was damaged at implant.

Event description:
It was reported that during implant attempt, there was no sensing or pacing from the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.